Event description:
It was reported that right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: dtba1d4 crt-d implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.